Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a pt's pump was explanted due to being at its end of life. At the time of pump replacement, the catheter was noted as having been brittle, and had broke/fell apart in the surgeon's hands. The catheter break occurred at the pin connecting site. The catheter was replaced. The pt did not require hospitalization, and the pt's outcome was reported as resolved without sequelae. The medication administered via the pump was morphine.